Manufacturer narrative:
Other, other text: a1, b3, b5, d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. D3, g1,2 email is: regulatory.(B)(6). One device was received. Per visual inspection, the air detector door latch was broken, the return tube was cracked. Old style float switch. Filter holder microswitch was bent, torn heater one (1) and faulty solenoid. Functional testing confirmed the complaint. The root cause was a rusted solenoid chassis; and contained build up and sticky plunger. The spring on the door latch was rusted causing it to fail from user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Cleaned the chassis and replaced the plunger. Replaced the mount block assembly which includes the latch. Replaced o-rings and fan guard for preventative maintenance (pm). Replaced the return tube, float switch, filter holder assembly, both heaters, solenoid and replaced new label set, due to it being worn by service. The device passed all functional and delivery tests.

Event description:
Additional information received via email. The issue was found during inspection of the device. There was no patient involvement. The event date was updated from unknown to (B)(6)2023.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air detection clamp latch was broken. Patient involvement unknown.